Event description:
The customer reported that the head section broke at the casting on an ambulance cot. The customer called another ambulance to the scene to complete the transport. No adverse consequence alleged.

Manufacturer narrative:
Results - casting.